Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt was "accidentally programmed to stop pump mode". The pump was stopped for approx 173 hours. No pt symptoms were reported. It was reported that the pump was replaced after 6-7 days after being shut off. No other information was provided.